Manufacturer narrative:
Steris made multiple attempts to obtain information regarding the reported event; however, the user facility and distributor were unable to provide additional information. The defendo single use valve kit subject of the reported event was not returned for evaluation. Without the evaluation of the device, a root cause cannot be determined. A complaint review was performed and confirmed the event to be isolated for the subject lot. The device history record was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. No additional issues have been reported.

Event description:
The user facility reported that the connection port between the endoscope and water jet pump had a "crack" subsequently causing water to leak out onto the floor. No report of injury.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted when additional information becomes available.